Manufacturer narrative:
Eval anticipated but not yet begun.

Event description:
During use for a cardiopulmonary bypass procedure, the user observed a grinding noise from the centrifugal pump motor. There was no adverse consequence to the pt as a result of this event.